Event description:
From the call center: my daughter's gastric pacer is causing electric shocks. She is able to feel them and it is unpleasant. It's one week old. I don't know if this is normal behavior while she's healing or if something is wrong. Shocking resolved but is now becoming a (bearable) issue again. Patient plans to follow up with doctor in december. No further actions to be taken; if doctor visit results in action, a new issue will be submitted at that time.